Manufacturer narrative:
The product data has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the adc application, it is slow to scan the sensor. The customer indicated due to this issue, the customer experienced a loss of consciousness, but was able to self-treat. It was additionally reported that "after two days [the customer's] daughter brought them to the hospital and the rx showed a broken foot" and customer received unspecified treatment for the broken foot. However, it is unknown when this injury occurred in relation to the reported event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. The user reported the app slow scanning with on ios and android. An attempted to replicate the user¿s complaint using a similar configuration was performed and complaint was not able to be reproduced. Thus, this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that while using the adc application, it is slow to scan the sensor. The customer indicated due to this issue, the customer experienced a loss of consciousness, but was able to self-treat. It was additionally reported that "after two days [the customer's] daughter brought them to the hospital and the rx showed a broken foot" and customer received unspecified treatment for the broken foot. However, it is unknown when this injury occurred in relation to the reported event. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that while using the adc application, it is slow to scan the sensor. The customer indicated due to this issue, the customer experienced a loss of consciousness, but was able to self-treat. It was additionally reported that "after two days [the customer's] daughter brought them to the hospital and the rx showed a broken foot" and customer received unspecified treatment for the broken foot. However, it is unknown when this injury occurred in relation to the reported event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device has not been tested at the time of investigation. The compatibility guide states that abbott diabetes care has not assessed compatibility on phone/operating systems other than those listed. This guide is available to the user on the websites where the product is launched. Thus, this complaint is not confirmed.